Event description:
Procedure: esophagogastroduodenoscopy with double balloon enteroscopy nn: fujinon double balloon scope broke during the procedure. We changed to a second scope. The broken scope was immediately sent out for repair per our protocol. The double balloon enteroscopy procedure has a potential for gastric mucosal injury because of the distance the scope travels into the small intestine and the potential for subsequent looping in the stomach. The scope dials breaking didn't cause the mucosal injury. Correct endoscope fujinon inc. Medical division colonoscope double balloon endoscopy model en-450t5.